Event description:
It was reported that the patient presented to the physician with the right cylinder of his inflatable penile prosthesis (ipp) device not deflating. The ipp was then explanted due to an aneurysm in the right cylinder. A new ipp device was implanted.